Event description:
The vena cava filter was successfully placed on (B)(6) 2011, into a (B)(6), female pt and appeared to be upright at that time. The pt was brought back for explant on (B)(6) 2011. During the initial placement, an occlusion balloon was placed below the filter for a declot procedure. There was indication that at some point after placement, the pt complained of back pain. However, when they went to retrieve the filter on (B)(6), 2011 it was noted that a strut was fractured and it does not appear to be in the cava; the other struts may be outside cava wall. During the initial vena cava study the filter appeared to have tilted inside the vena cava. After the second "run" they noticed that the filter had a primary strut that was not attached to the filter anymore. The primary strut did not appear to be inside the vena cava. The hook of the filter was either significantly wedged into the left side of the caval wall or had penetrated through. The remaining three primary struts could potentially be outside of the cava on the right side. The filter and detached primary strut were left in the pt. Post procedure the physician was sending the pt for a CT to get exact locations of the filter and the "unattached primary strut". The filter and the detached primary strut were left inside the pt's body. Pt getting CT scan on (B)(6) 2011. Physician discussed possible surgical removal of the filter and parts.

Manufacturer narrative:
(B)(4). The eval of this complaint was based on the description only since no images have been available. The eval was performed on a meeting with participation of the product manager, the medical adviser, the director of research and two quality engineers. Based on the data available in the description, the filter was implanted for a period of approximately 3 1/2 months. Most likely a big clot below the filter was the reason why the balloon was used in a declot procedure. This declot procedure was used during the initial placement and manipulation with the balloon may have caused changes to the filter configuration and to the filter placement, thus causing stress to the wire which again resulted in the fracture. This manipulation may have placed the filter in an unusual stress position resulting in fracture. According to the description, the primary filter struts "could potentially be outside of the cava on the right side". However, without images it is not possible to determine if the filter perforated the ivc or if the filter was in a tenting situation. Based on the sentence "the primary strut did not appear to be in ivc", fluoroscopy may also have visualized the filter legs outside the free lumen. The description also mentions that there were indications that the pt had back pain. It is possible that the filter legs caused pressure on surrounding nerves thus causing the back pain. Filter perforation of the vena cava wall is a known risk. Several case reports published in articles, describe filter perforation of the vena cava wall. Despite perforation they all end up in successful filter retrieval. There were no other complaints received on this specific lot number. Relevant individuals are informed and william cook europe will continue to monitor for similar events. Since the occurrence rate for this type of incident did not significantly change over time, nothing further is initiated at this time.